Manufacturer narrative:
The hand switch for the imaging system was returned to the manufacturer for evaluation. Testing found that 2d image acquisitions were intermittent with the unit attached to a known operational imaging system. It was reported that 3d image acquisitions and storage functioned operated as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The handswitch was replaced and then the system performed as intended. Information references the main component of the system. Other relevant device(s) are: pn: bi71000194, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that the hand switch was intermittent when using the 2d mode. This was noticed when doing the rad and gain calibrations on the site's imaging system. No patient was present.